Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that the customer had an issue with his infusion set and reservoir giving him a no delivery alarm. The patient's blood glucose at the time of incident is unknown. The patient was able to resolve the occlusion by changing out the reservoir. No products were returned and a replacement reservoir was shipped to the customer.